Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter for treatment of a lesion in the right sfa with 100% stenosis. It is reported that post index procedure, the patient experienced restenosis of the right sfa. The patient was treated by balloon dilatation. The event is reported to be possibly device related and not procedure related.